Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the rite (returned instrument test evaluation) failure. The external/internal inspection was performed and the device passed, along with all of the electrical testing. During the evaluation, the fluid was transferred outside of the rite specified limits failing the functional rite test. Pal performed a more detailed inspection of the piston foam and found it to be disintegrated. When a test article, piston foam, was installed, the device passed the accuracy confirmation testing. The results of the evaluation revealed the cause of the failure to be the disintegrated piston foam. The piston foam was to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed rite (returned instrument test/evaluation) testing for fluid volume accuracy. Device failed during evaluation, no patient involved.